Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise on the high voltage (hv) channel but was not being sensed. Additional information indicated that the physician did chest x-ray but the field representative did not know the results. The device was programmed to vvi. Isometrics were performed but not able to reproduce the noise. Additional information was obtained and indicated that this rv lead exhibited low out-of-range (oor) shock lead impedance measurements of less than 20 ohms. It was also reported that this rv lead was fractured which was confirmed upon x-ray and visual inspection. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.